Event description:
It was reported that a device under-infused. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was unable to confirm or reproduce the reported symptom of an under infusion. The unit passed flow rate tests and was found to deliver within design specification.